Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pulling sensation.

Event description:
Patient reported rupture of the right device, diagnosed by an MRI. Patient is experiencing pulling sensation in the right breast. Device remains implanted.

Event description:
Patient reported rupture of the right device, diagnosed by an MRI. Patient is experiencing pulling sensation in the right breast. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4 b6 g2.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, yellow particles material was found on the shell and one extended opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Device has been explanted and replaced.